Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the electrode on the sensor was missing. Customer had inserted the sensor in the buttocks. No sensor error message was delivered by the insulin pump. The customer's blood glucose was unknown. The sensor is not returning for analysis.